Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-mar-31. It was reported that the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving dilaudid at a concentration of 5 mg/ml with a daily dose of 1.2 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2017,the patient saw a code on their personal therapy manager (ptm). The pump logs were checked and when the pump was read it showed a low battery reset had occurred. The patient did not hear a pump alarm but it was confirmed by telemetry. It was unknown if the drug was related to the low battery reset. It was stated that at this point, a pump replacement was not planned due to the patient¿s age. The patient will be managed with oral medications instead. There were no patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-feb-15. It was reported that the patient was hard of hearing and did not use a hearing device. This was thought to be the reason the patient did not hear the pump alarm.

Manufacturer narrative:
Adverse event and/or product problem field and outcome attributed to adverse event have been updated to correctly reflect the reported explant and replacement (surgical intervention performed. The type of reportable event has been corrected to serious injury to reflect the reported explant and replacement (surgical intervention performed). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The device was returned to the manufacturer for analysis on (B)(6) 2017. Additional information was received from a healthcare provider on (B)(6) 2017. The patient's weight at the time of the event was provided as (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-jan-31. It was reported that in addition to managing the patient with oral medications, actions were taken regarding the settings of the pump. The cause of the low battery reset was not determined. The elective replacement indicator (eri) was noted to be 15 months. The low battery reset was not resolved.

Manufacturer narrative:
Analysis of the pump found that there was high resistance in the battery. Eval code-result updated. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.